Manufacturer narrative:
Updated field: b4, d8, d9, g3, g6, h2, h3, h6 (medical device ¿ problem code, type of investigation, investigation finding, component codes, investigation conclusion), h11. Corrected field: d4 (UDI). A getinge field service engineer (fse) evaluated the unit and replaced expired battery and compressor and filters due to error code 14, x-3 transducer reading would bounce up and down 30mmhg randomly. Replaced transducer and recalibrated the unit without issue. Unit passed all calibrations, functional and safety tests. Unit was returned to customer and cleared for clinical use. The failure analysis and testing dept. Received: pn 0119-00-0236 rev. B, sn (B)(6), pn 0682-00-0091-01, pn 0103-00-0631 and pn 0103-00-0499 with a reported unit failure of an alarm code 14 and the pressure transducer reading being unstable. The fat performed a visual inspection and found the parts to be in good condition. The fat installed all parts individually in cardiosave test fixture serial number (B)(6) and tested the part to factory specifications per the cardiosave service manual part number 0070-00-0639 revision r. No failures confirmed on any part. Retaining the part in the failure analysis and testing department per procedure number (B)(6) rev. The non-conformances with the returned components were not confirmed. However, the root cause or the most probable root cause is not confirmed.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit has an alarm with code 14. There was a delay in the transport flight, but there was no harm to patient.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
N/a